Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the haptic broke while inserting the lens into the eye. The incision was enlarged to remove the lens. No sutures were required; however, a backup lens was implanted successfully.

Manufacturer narrative:
Corrected info: device name.

Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be determined. However, it should be noted that the delivery device was not validated for use with this lens, which may have caused or contributed to this event.